Event description:
Info received indicates, the out of bed alarm did not activate when the pt exited the bed. No injuries were reported.

Manufacturer narrative:
(B) (6). The facility has not completed the repairs.